Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, aneurysm, and occlusion are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020 a xience v stent was successfully implanted in the 95% stenosed lesion in the left anterior descending (lad) artery, resulting in timi 3 flow.on (B)(6) 2021, the patient was admitted due to chest pain upon exertion. Angiography showed a complete occlusion of the proximal stent and a severe aneurysm proximal to the stent portion extending to the left main artery (lm). The patient was sent for coronary artery bypass graft surgery (CABG). No additional information was provided.